Event description:
It was reported to the manufacturer by the user facility that the label on the box and package said that the feeding tube was product, but printed on the disk of the feeding tube. The button was removed and replaced. The user facility also noted that after measuring the tube, it was discovered the length was 3.5cm. There was no report of serious injury or death as result of this product problem. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
The device history record was reviewed and no anomalies were found to be documented. To date, a root cause has not been identified. Investigation process is on-going. A follow-up report will be provided when add'l relevant info becomes available. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.